Event description:
A home pt reported that there was a leak in the ccpd (continuous cycling peritoneal dialysis) tubing set. Prophylactic antibiotics were administered and the pt remained asymptomatic.